Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00147. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure, when the physician tried to crush the stone with the basket, the cable broke inside the patient. The cable link barely came out of the patient's mouth and it was not long enough for it to fit through the sheath to use the emergency handle. The stone and broken basket were eventually extracted. This resulted to the delay of the procedure for about 3 hours on (B)(6) 2025 and the patient was brought back in on (B)(6) 2025 and procedure lasted almost 2 hours. The procedure was then completed with a laser, extraction balloon, and a rat tooth forceps, and needle knife. The physician stated there were no complications but the stone was unable to be crushed.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00147. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the event is that the load beyond the resistance strength might have applied to the product during the stent removal. As a result, the basket wire was broken. However, the exact cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.